Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was reported to have migrated and cause protruding and tenting of the skin. A revision was performed and a submuscular reburial was completed successfully. No additional adverse patient effects were reported.